Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer's ventricular channel was broken. It was further reported that the programmer's display would not remain upright. It was further reported that the programmer's storage bay was broken. The programmer and analyzer are expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the complaint was unconfirmed. The analyzer passed incoming inspection and testing. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-06-03: the analyzer was returned for service.